Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. Duirng heparin infusion, the pump alerted that the volume to be infused (vtbi) was 0 ml, however, there was 100 ml remaining. To resolve this issue, an entire new setup was used with another pump. This occurred in the progressive coronary care unit (pccu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.